Event description:
Hospital reports pt presented with a second degree burn in the area of epidermis around the incision site after completing urology procedure. Pt was treated with antibacterial ointment and released.